Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that, "event occurred in the operating room at (B)(6) hospital. After implanting the recon nail we proceeded to put in two lag screws proximally into the femoral head through the proximal target recon mode both the k-wire and the solid step drill missed the proximal holes in the nail. Every step was taken according to the operative technique but they still hit the nail. After 35-45 mins of struggling the surgeon was able to free hand the drill through the proximal holes and insert both screws."